Event description:
Revision of left tjr was needed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: b5, d4, h4, h6. The reported revision could be confirmed based on the reviewed scans. However, the fibrous anklylosis could not be confirmed based on the CT scans. The patient, who received bilateral tmj implants in 2022 (ID# (B)(6)/ (B)(6)), required a new left tmj device in 2025 due to fibrous ankylosis and heterotopic bone formation. These conditions, recognized adverse effects per the product IFU, are the identified reasons for the planned revision, with new implants. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
Revision of left tjr was needed due to heterotopic bone.